Event description:
It was reported that the patient's unit was overheating and too hot to touch. As a result, the device left a red mark on the patient's skin. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The device was returned for evaluation on 21-may-2026. The unit was returned with a system hot complaint, which was confirmed during testing. The fan was misaligned and contacting the accumulator likely due to high- impact incident, possibly from the unit being dropped. Also, high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (326) and damaged compressor mount due to compressor vibration. Furthermore, the psa cycle being high (14) is an indication the zeolite is getting contaminated by moisture. Uip, top housing & lower housing were also replaced due to cosmetic damage.